Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise which was oversensed during ventricular fibrillation (vf) episodes. The diverted episodes revalidated pauses in pacing and sensing which were reproduce during manipulation. The patient was dependent, as such a lead revision was crucially recommended. The field representative will further discuss with the physician. No adverse patient effects were reported. Additional information was received indicating a revision procedure was performed due to asystole. The ICD was explanted and was replaced with a competitor's device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.